Event description:
Video scanner did not print images of case it was supposed to. Unable to print at all and unknown what caused device not to print.======================manufacturer response for video scanner - printer, medxchanger (per site reporter).======================sales representative told us how to retrieve the pictures.